Event description:
New information received notes the pacemaker was found in backup mode during follow-up in clinic. No intervention was performed. The patient was in stable condition.

Event description:
It was noted that the pacemaker was found in backup mode. No intervention was performed. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.